Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified de novo lesion in the distal left anterior descending artery. Pre-dilatation was performed with an unspecified balloon catheter; however, the vessel ruptured. A 2.8x16mm graftmaster rx covered stent system was advanced but failed to cross due to resistance with the anatomy. After removal of the covered stent system it was noted that the distal edge of the stent was flared. The procedure was successfully completed with the deployment of a new 2.8x16mm graftmaster rx stent. There were no adverse patient sequela and no clinically significant delay in the procedure.